Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported decreasing sound quality with cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple short circuit and anomalous electrodes. These electrodes were deactivated in the pt's sound processor program. The pt reported a slight improvement in the sound quality while using the cochlear device. Explantation/reimplantation surgery is recommended, if the pt's sound quality continues to decrease.